Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted for reported normal battery depletion. No additional adverse patient effects were reported.

Event description:
Additional information was received that an x-ray was taken which did not reveal any significant findings. During the revision procedure when the rv lead was tested with the pacing system analyzer (psa) it yielded noise and high out of range pacing impedance measurements. A fracture was suspected, but was not able to be confirmed through x-ray or visual inspection.